Event description:
A caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the case from the pump, remove the o-ring from the pneumatic tap, clean the area, and reload the original cartridge, which was successful. The caller was then able to resume insulin therapy successfully.